Event description:
It was reported that the patient had been vomiting and was unresponsive. They were taken to the emergency department (ed) where they passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues that would have contributed to the reported event were identified during evaluation of heartmate 3 lvas, (B)(6). Evaluation of the submitted log files confirmed low flow alarms that the account attributed to hypertension. A direct relationship between the device and the reported hypertension could not be conclusively determined through this evaluation. The controller event log file contained data during patient support from (B)(6) 2021 at 21:58:57 to (B)(6) 2021 at 05:13:30. The pump appeared to operate as intended at the set speed for the duration of patient support. The log file recorded an acute decrease in flow down to 0.0 lpm on (B)(6) 2021 at 3:48:28. The flow did not recover before the pump was shut off. The submitted and extracted log files appeared to capture the pump operating as intended. (B)(6) was returned assembled with the pump cable intact. The modular cable was also returned. The outflow graft and outflow graft bend relief were returned and were cut approximately 1 inch from the attachment hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered or developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Hypertension and death are listed as adverse events that may be associated with the use of the heartmate 3 lvas. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. The driveline or other system components should never be submerged in water or liquid. Section 4 entitled ¿living with the heartmate 3¿ contains a subsection on showering. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2021 with the cause of death not immediately available. The center was planning on doing an autopsy after the pump was to be explanted. It was further reported on 29sep2021 that the patient had low flow alarms on (B)(6) 2021 with high pulsatility index (pi) values. The patient had been treated in clinic and hospital for uncontrolled hypertension. The patient's autopsy report was pending and it was unknown why the patient's hypertension could not be controlled. The patient's medication compliance was questioned.